Manufacturer narrative:
The damage found was sustained during the surgical procedure. The device was otherwise normal.

Event description:
It was reported that the patient presented in the operation room for a scheduled implant. During the procedure it was noted that the cps slitter broke during innersheath slitting through the hub. The left ventricular lead was damaged as a result and was bent at a very acute angle. The lead was explanted and not used. The patient was stable at all times.